Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarm. The blood glucose reading was 140 mg/dl. The customer's family or friend stated that the customer was unable to troubleshoot the issue, as this was a past event. The customer performed the rewind sequence, primed the device until insulin came out, and the bolus worked thereafter. The customer disconnected from the insulin pump after the bolus. The caller requested return of the infusion set and reservoir for analysis. The caller noted that the no delivery alarm had not occurred during the manual prime process. Nothing further reported.